Event description:
Discrepant results when compared to a lab during a correlation study. The reported device result was 1.7 inr. The corresponding lab result reported was 2.6 inr. Another pt's results were 2.9 and 2.5 inr on the device compared to lab values of 2.1 and 1.8 inr.